Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is. Customer states that there is fluid in the lcd display of the insulin pump. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was also received with cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched display window and missing end cap sticker.